Manufacturer narrative:
This pt presented to the local emergency dept. After she collapsed and was unresponsive while talking to her brother. She was in her usual state of health prior to this event and did not complain of any headaches. She suddenly fell to the floor and hit her forehead on the ground and was unconscious, but was breathing. She was taken to the emergency dept locally where a head CT showed a subarachnoid hemorrhage. She was intubated and sent to sioux falls for neurosurgical care, but the neurosurgeon there was out-of-town, so transfer was arranged to co. There was a report of seizure activity consisting of tonic-clonic jerking of the upper extremities and also mention of extensor posturing at one point. She was loaded with 20mg/kg of fosphenytoin for the seizure activity. She was fighting with the et tube, so sedation was administered and maintained during transport. Ems reports that transport was uneventful. Follow-up angiogram performed one after the index procedure revealed that the left internal carotid artery reveals the pt's previously partially coiled acom region aneurysm. There remains an aneurysm remnant located along the proximal aspect of the neck and measures approx 4mm in greatest dimension. Consistent with the previous angiogram, the pt has a coil loop that is present within the proximal segment of the left a2 region. There is diminished flow within the left a2 segment. There is no evidence for thromboembolism or thrombus near the coil mass. The dome of the aneurysm does not fill. The product was received for analysis, but the assessment has not been completed. Add'l info will be submitted within 30 days upon receipt. See scanned pages.

Event description:
During prep, dcs orbit complex system was purged with the dsc syringe. However, the dsc syringe was left pressurized in the blue zone, and the orbit system was introduced in the pt. During the procedure, the delivery system was manipulated into position, but during the manipulation, increased friction was noted between the delivery system and microcatheter. Due to the friction, the coil detached from the delivery system, and about 5mm of the coil remain outside the aneurysm. But, with the aide of the microcatheter, the coil was positioned in the aneurysm. There was no pt injury reported with the event and the physician was satisfied with the coil position. According to the sales rep, the physician believes that leaving the dcs delivery system pressurized may have contributed to the friction felt during manipulation. Procedural info indicated that the pt underwent incomplete coil embolization of the anterior communicating artery aneurysm. The daughter sac does not fill, as is evident from stasis of blood flow on the angiogram. The pt developed a new thrombus within the proximal portion of the left a2, which resolved without compromise of flow to the (aca) anterior communicating artery vascular territory. Due to acute thrombus formation near a loop of coil extending within the proximal a2, the pt's heparin was not reversed at the end of the procedure, and she was continued on the heparin drip. This drip should continue for 24 hours.